Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered. A remote monitoring transmission was performed and indicated that the right ventricular (rv) lead had high rv coil impedance. The alert limit was noted to have been increased and the alert was triggered after the impedance exceeded the new limit. The rv lead remains in use. No patient complications have been reported as a result of this event.